Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was visible in the sheath. After the sheath was placed in the patient there was a "continuous return of air" into the device, no air was seen in the patient. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received by boston scientific and is awaiting analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was visible in the sheath. After the sheath was placed in the patient there was a "continuous return of air" into the device, no air was seen in the patient. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.